Event description:
It was reported that a code 1005, indicative of an open circuit condition due to a delivered shock impedance measurement that was out-of-range (>136 ohms). The device and right ventricular (rv) lead were subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.

Event description:
It was reported that a code 1005, indicative of an open circuit condition due to a delivered shock impedance measurement that was out-of-range (>136 ohms). The device and right ventricular (rv) lead were subsequently explanted, but a portion of the rv lead remains implanted and capped out-of-service. A new rv lead and device were implanted to resolve the event and no additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a code 1005, indicative of an open circuit condition due to a delivered shock impedance measurement that was out-of-range (>136 ohms). The device and right ventricular (rv) lead were subsequently explanted, but a portion of the rv lead remains implanted and capped out-of-service. A new rv lead and device were implanted to resolve the event and no additional adverse patient effects were reported. A portion of this lead was returned for analysis.